Event description:
It was alleged that the infusion device failed to display e4 (occlusion error) when it should have. The patient experienced and elevated blood glucose level of 380 mg/dl. He did not feel well and went to a clinic. He was hospitalized for twelve hours and treated with insulin. The patient found that the cannula of his infusion set was bent. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.